Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was buckled. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire's hydrophilic coating adhered to the lead distal end inside the lead tip nose. Destructive analysis was performed and confirmed that the guidewire tip was buckled causing the guidewire to stick in the lead lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the guidewire became stuck in the left ventricular (lv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.